Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 1. 3005168196-2020-00693 2. 3005168196-2020-00695 3. 3005168196-2020-00696.

Event description:
The patient was undergoing a coil embolization procedure in the anterior cerebral artery (aca) using penumbra smart coils (smart coils) and penumbra smart coil detachment handle (handle). During the procedure, the physician advanced a smart coil to the target vessel. While attempting to detach the smart coil using the handle, the smart coil failed to detach; therefore, the smart coil was removed, and the handle was not used for the remainder of the procedure. The physician then advanced another smart coil to the vessel and attempted to detach it using another handle, but the same issue occurred; therefore, the second smart coil was removed, and the physician decided not to use the second handle. The procedure was completed using other non-penumbra coils (optima). There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the returned handle was undamaged. Conclusions: evaluation of the two returned handles revealed undamaged and functional devices. During functional testing, the handles were able to detach demonstration smart coils without issue. The smart coil was not returned for evaluation. Evaluation of the returned smart coil revealed that the pet lock was not separated far enough to retract the pull wire from the pusher assembly distal detachment tip to detach the embolization coil. During functional testing, the smart coil was unable to be detached with the returned handles and a demonstration handle due to the damages on its pusher assembly. Due to the returned condition of the smart coil, the root cause of the reported complaint was unable to be determined. Penumbra coils and handles are visually inspected and functionally tested during incoming inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2020-00693, 2. 3005168196-2020-00695, 3. 3005168196-2020-00696 h3 other text : placeholder.